Event description:
This is a spontaneous case report received from a female consumer of unspecified age in united states on 22-sep-2016 who had essure (fallopian tube occlusion insert) inserted. Consumer reported that she had essure removed after what she called a horrible and painful experience. According to her, the procedure was excruciating and she felt the negative side effects almost immediately. She eventually had essure removed but was then unable to have children. No follow up is possible due to unavailable reporter contact information. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was a horrible and painful experience. She eventually had the devices removed. This event, seen as pelvic pain, is anticipated according to the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. In this case, it was not quite clear the length and characteristics of this pain, however, considering it was probably a chronic pelvic pain and the absence of alternative explanation, causality with essure use cannot be excluded. Since devices removal was required, this case is regarded as incident. Technical analysis has been requested. No further information can be obtained due to absence of contact information.

Manufacturer narrative:
Quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-feb-2017: quality-safety evaluation of ptc received. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was a horribul and painful experience. She eventually had the devices removed. This event, seen as pelvic pain, is anticipated according to the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. In this case, it was not quite clear the lenght and characteristics of this pain, however, considering it was probably a chronic pelvic pain and the absence of alternative explanation, causality with essure use cannot be excluded. Since devices removal was required, this case is regarded as incident. A product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events cannot be totally excluded. No further information can be obtained due to absence of contact information.